Event description:
The customer reported that the analyzer produced elevated potassium results on both pt and quality control samples. A filed engineer visited the site and performed maintenance on the analyzer. None of the elevated results were reported, so pt treatment was not initiated, stopped, or altered due to this occurrence.